Event description:
It was reported to boston scientific corporation that a rx dilatation balloon was used during an endoscopic papillary balloon dilatation. According to the complaint, as the balloon was inflated outside the patient, a leak was noticed on the balloon. The procedure was completed with another rx dilatation balloon. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Visual examination of the returned device found no damage to the catheter of the device. However, through functional testing it was revealed that a pinhole was present in the balloon material. The investigation results are consistent with the event description. The reported defect of balloon leak was confirmed, as a pinhole was noted to the balloon material. The balloon was inflated during preparation, without patient contact either during the clinical procedure or unpacking/preparation, which is against the dfu for this product. The most probable root cause of this complaint is balloon damage due to contact with sharp exterior source during preparation; therefore the most probable root cause of handling damage will be assigned to this complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.